Event description:
Ous MDR - after an implantation period of approx. 33 months, oversensing with inappropriate therapies was reported. Apart from the shocks, no further adverse patient side effects have been reported. The lead was explanted.

Manufacturer narrative:
The ICD and the lead under complaint were returned and subjected to an extensive analysis. The analysis of the ICD memory content confirmed the clinical observation. However, the ICD proved to be fully functional during analysis. The sensing function was tested and sensed attached heart signals free of noise.the analysis of the lead showed multiple signs of wear along the lead body. Around 7.5 cm proximal to the lead tip, the insulation was found rubbed through. This damage can be considered to be the root cause of the clinical observation. The characteristics of this damage indicate an unexpected excessive wear out of the lead. Thus it is assumed that the lead had been subjected to severe mechanical stress in the implanted state. Causes for elevated stresses are difficult to determine. It cannot be excluded that an accumulation of different factors impacted the wear out of the lead. These factors may have been interaction with modified tissue, significant cardiac motion due to an adverse lead position including slack or a potential increased ingrowth which affected the lead's motion. Furthermore, tortuous cardiac anatomy, high activity levels of the patient, and significant manual labor involving the upper body are known contributing factors. Additionally, a deformation of the inner coil was found 1.5 cm distal to the df4 connector pin, which most likely resulted from over-rotation during the retraction of the fixation helix. In conclusion, the memory content as well as the therapeutic functionality of the ICD were inspected. In the available iegms, the occurrence of noise with resulting shocks was observed in the right ventricular channel. However, a thorough analysis of the ICD proved the device to be fully functional. The clinical observation resulted from the observed lead insulation damage.